Event description:
The customer is allergic to menthol and used this product and experienced vaginal and vaginal blisters. Was treated with a vaginal cream by her physician. Symptoms are abating. Advised to discontinue use and follow-up with her physician as needed.

Manufacturer narrative:
This closes out this report unless add'l, significant info is rec'd. Report sent to FDA on 10/23/2009.